Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, associated h6 coding and an update to h2 and h3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the information provided, the sheath exhibited a cracked ceramic tip was confirmed. The cause is likely an unauthorized third-party repair. Worn out seals was also found which is likely due to wear and tear. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection that the resectoscope sheath exhibited a cracked ceramic tip. There were no reports of patient involvement.